Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the aware date (g4) on initial medical device report. The correct aware date is march 9, 2020.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. The device was returned to olympus for evaluation. The device was visually inspected and the proximal end of the device appears to be intact. It is unclear how much of the alleged tip broke off of the distal end and remained in the patient as reported. A definitive root cause related to the reported event could not be determined. If additional information is made available by the manufacturer, this report will be supplemented. Olympus will continue to monitor complaints for this device through regular trending activities as defined by olympus surgical technologies america quality management system procedure.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed.

Manufacturer narrative:
The sales representative (oci) provided additional information from the user facility and reported there was a 10 minute delay in the case as the surgeon was trying to retrieve the fiber as the fiber fell into the kidney towards the end of the procedure. The surgeon was exploring the area in the calex and noticed the fiber. The surgeon was also using a third party (cook) flexor access sheath but further details are not available regarding the product. The surgeon visually inspected the fiber before the case started and no anomalies were observed. The settings at the time of the failure are unknown. The system was not exhibiting any noise or vibration at the time of the failure.

Manufacturer narrative:
This report is updated in the following fields d4, h10 to add the UDI and packaging device history record (DHR) review. The packaging DHR has no abnormalities that would have resulted in the reported incident. The manufacturing DHR was requested from the original equipment manufacturer with no result.

Manufacturer narrative:
The referenced device was not returned for evaluation. Therefore, the exact cause of the reported event cannot be conclusively be determined at this time. As part of the investigation, follow ups to obtain additional information from the user facility are ongoing. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that during a lithotripsy procedure, the distal tip of the laser fiber reportedly broke off inside a patient and was not retrieved. The size of the broken tip was noted to be approximately twenty five centimeters. The same device was used to complete the procedure. There was no death or injury reported.